Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and severely calcified right common iliac artery. A 7.0 x60, 75cm charger balloon catheter was selected for treatment. It was not used to post-dilate a previously placed stent. During the procedure, on the first inflation prior to reaching nominal atmospheric pressure for seconds, the balloon ruptured. The device was removed with no fragments left inside the patient and was replaced for another of the same model to complete the procedure. There were no patient complications reported.